Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that as the customer was attaching the connection end onto the PICC line, a piece snapped off. A repair kit was opened and used.